Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the event occur during sterile processing? --> unknown, did the event occur during field inspection? --> unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please describe the type of foreign matter that was observed. - please perform and document the follow up attempt for product. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device visual analysis of the returned sample determined that the device was returned inside its package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be cardboard box. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was observed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported upon opening a package on 13-nov-2023 of topical skin adhesive prior to surgery foreign matter inside the packaging. Upon review of the video analysis, foreign matter was observed. Additional information has been requested.